Manufacturer narrative:
(B)(4). Batch # n56x82. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge not loaded in the device. The cartridge reload was received partially fired 1/16 and with damage on cartridge deck. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lobectomy procedure, after first firing (fourth stroke finished),the jaw could not open. The reverse button and manual override lever did not work, so the jaw was forced to be opened manually by surgeon. The staple line was good. It is unknown how the procedure was finished. There were no adverse consequences for the patient reported.